Manufacturer narrative:
Device alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion or verify no delivery alarm, button keypad anomaly due to pump error 38. Also, moisture damaged electronic assembly during visual inspection. No damage/moisture on keypad traces during visual inspection noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons was stuck. Customer stated insulin pump screen had cloudiness and hard to read. Customer stated insulin pump had unexplained no delivery alerts and grinds when rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.